Manufacturer narrative:
(B)(4). This complaint for use error, failed to follow therapy steps was confirmed; however, the assignable cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during drain 4 of 4. The home patient(hp) stated she drains into a bucket with the drain line submerged. The baxter technical service representative (tsr) explained about the air gap at the end of the drain line. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.